Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead found no anomalies. All four tines were visibly intact. Electrical testing found no conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited high capture threshold despite multiple re-positioning attempts. The rv lead was removed and replaced. The patient was in stable condition.